Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw5083072 received.

Event description:
It was reported that the device could not connect to the patient's monitoring app. The patient is symptomatic for atrial fibrillation and was concerned that the device was not recording the episodes during the night. No resolution was performed. No further information is available.